Manufacturer narrative:
Product complaint # (B)(4). Batch # r57m7c. Device evaluation summary: the analysis results found that the tlc10 device was received with no apparent damage and with a cartridge present. The cartridge was received unfired with the swing tab missing. In addition, the left fork was noted to be broken. The device was tested for functionality with a test cartridge, without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. This damage is consistent with an improper loading technique. Please reference the instruction for use for proper cartridge loading. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a sub-total gastrectomy, there was difficulty loading second reload and then surgeon was unable to close handle without significant force and was not comfortable proceeding with this stapler. A second device was opened and case proceeded without issue. Rep was present in the case and supported surgeons decision to open a second device. No adverse events reported.